Event description:
This is a lead management case involving an injury resulting in a patient death. The surgeon first performed a left-sided extraction of a defib rv riata 1582 lead, and second, a 1888tc ra lead fractured distal to the clavicle, which prevented any lld (unknown model#) from passing. The physician used a 16f slsii with a 43 cm visisheath. Anesthesia noticed pressures dropping after the ra lead was freed. The surgeon opened the sternum, extracted the 1056-75 cm gx 12692 lv lead but was ultimately unable to rescue the patient. There was long tear to the svc anterior wall above the atrium, extending to the innominate.